Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory the returned component underwent a thorough analysis. The cylinder was microscopically inspected and found fold in the proximal end, the middle, and the distal end. At the proximal end, a hole and broken fabric threads were also identified. The cylinder did not pass the leak test. Based on the information available, the reported allegations were confirmed.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as intended. Two weeks later, surgical intervention took place to revise the device, and a hole was found in the right cylinder. The pump and right cylinder were replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working as intended. Two weeks later, surgical intervention took place to revise the device, and a hole was found in the right cylinder. The pump and right cylinder were replaced. There were no patient complications reported.